Manufacturer narrative:
Product eval: results from the product history record review indicated the product met release criteria. No malfunction can be determined at this time. Root cause: root cause has not been identified. There have been no other complaints reported in the lot number. Add'l info was requested on 2/23/2011 by fax and mail. A completed questionnaire was received on 3/1/2011. (B)(4).

Event description:
A technician reported that an intraocular lens (iol) was exchanged on the second postoperative day due to subluxation. On the first postoperative day, the surgeon noted on examination that the iol was falling towards the vitreous. The pt had a history of epiretinal membrane, hypertension, and metastatic prostate cancer. In the opinion of the surgeon, the device did not cause or contribute to the event. Zonular dehiscence and capsule loss was also noted. In a f/u the surgeon reported the event resolved following the exchange procedure.